Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/functional/performance evaluation: the device was sent directly to the manufacturing site ((B)(4)) for service and repair. Per the service and repair evaluation, it was found that the device was unable to prime during functional testing. Upon further examination, a foreign object, noted to be a white piece of square plastic, was found inside of the device. However, the origins of the foreign object are unknown. It is likely that the foreign object contributed to the issues experienced during functional testing. However, the definitive root cause of the device issues is unknown. The device was cleaned, lubricated, tested, and returned to the customer. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to prime, as the device was unable to be primed during functional testing. However, the investigation is inconclusive for self-activation due to the priming issues. Per the service and repair facility, a white piece of square plastic was found inside of the device. It is likely that this foreign object contributed to the issues experienced during functional testing. However, the definitive root cause for failure to prime could not be determined. Labeling review: the current magnum instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biopsy instrument triggered by itself. There was patient involvement.